Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 577 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as nausea, vomiting and difficulty breathing. The customer treated with syringes. The customer was put on IV fluids at the hospital. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer declined to troubleshoot. The customer was released from the hospital and received a no delivery alarm after leaving.